Event description:
It was reported that during a needle loc the technician was using the foot pedal to slightly lower the c-arm and it continued to lower after the foot pedal was released. The patient was sitting in the chair with her hands in her lap and the c-arm lower onto her hands and legs. The patient was checked out, they found no bruising, and an x-ray of her hand was fine. She was just sore. It was determined that the foot pedal need to be replaced. Our field engineer replaced the foot pedals and the switches on the unit as a precaution.